Manufacturer narrative:
Patient weight and date of event are estimated. The event of uncomfortable and shocking feeling was reported to abbott. System removal was decided due to uncomfortable stimulation and shocking sensation issues. No explant date at this time. The patient declined any programming and refused to charge controller or ipg. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced uncomfortable stimulation. Patient declined troubleshooting and requested the system be removed. As a result, the system was explanted.